Event description:
(B)(4). I had essure done (B)(6) 2015. Been experiencing hives since then. Did everything possible to resolve issue, even having an allergy test done, which came back negative. Hives have been getting progressively worse. Incident in question; hives closed my throat airway causing hospitalization.